Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "cassette alarm". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of "cassette not attach properly" alarm. The investigation found that when a cassette was attached to the pump the pump alarmed "cassette not attached properly." The investigation determined that fluid ingression was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.